Manufacturer narrative:
S/w: 3.18e. Pump not received stuck in manufacturing mode. Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window. Unable to perform occlusion test or displacement test due to missing reservoir tube retainer/o-ring.

Event description:
The customer reported via phone call that the plastic came off where reservoir goes in. The customer¿s blood glucose level was 115 mg/dl and treated it with syringe. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.